Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during flap bed creation, a small area near the central corneal appeared untreated. The physician attempted to lift the flap but was unable due to the untreated area. Excimer treatment was not attempted. There was no patient injury. At this time the patient is not scheduled for any additional surgery.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).